Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.4 has been failing off and on. A field service engineer (fse) discovered fluid inside the tray after removing the motor, which had leaked into the drawer and covered the reflector strip. The fse cleaned out the drawer compartment and replaced the mini engine. The fse tested the drawers using test software. The user then performed an inventory and tested the drawers, confirming all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was constantly failing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.